Event description:
It was reported the device could not detect the disposable and gave "low reservoir" alarm. No patient injury reported. The reporter requested the complaint be rescinded- no further information will be provided.

Manufacturer narrative:
Additional information: UDI is unknown. No product information has been provided to date. B5, d5, h6. This MDR was generated under protocol (B)(4), as a result of warning letter cms# (B)(4). No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Cracked enclosure and tank cover. Damaged line cord. The technician started with a visual inspection then filled tank with water, attached temp check, plugged in line cord, and turned on the power switch. The reported issue was confirmed. The root cause of the report issue was found to be damaged micro switch caused by the customer. No action taken due to the age and condition of the device. It is deemed beyond economical repair and will be scrapped. Corrected data: d10, h3.

Event description:
Additional information received via email on 30-dec-2021:customer asked to disregard issue with this device.